Manufacturer narrative:
The stent remains implanted thus unavailable for analysis. The DHR revealed no manufacturing related issues to this complaint. Aneurysm recanalization is a known potential adverse event associated with the use of the enterprise stent in conjunction with embolic coils to treat cerebral aneurysms and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that vessel and target site characteristics may have contributed to the reported event of aneurysm recanalization.

Event description:
The affiliate reviewed additional follow up information regarding a patient enrolled in a study. When reviewing the information it was noted that approximately 4 years and 2 months after placing an enterprise stent (enc453712/13471872) at the left parasellar, additional medical intervention was required to treat aneurysm growth at the left parasellar. It was also noted that at the 3-year follow up the patient¿s condition (cerebral infarction and hemiplegia suffered 6 months after the initial procedure) was indicated as still ¿ongoing but improving¿, and the patient was still under rehabilitation for the issue. The subarachnoid hemorrhage and thrombosis, which happened at the same time, and are associated with the cerebral infarction were indicated as ¿resolved without sequelae¿ a year after the initial procedure. Regarding of the aneurysm growth of the left parasellar, the additional coil embolization was conducted 4 years and 2 and ½ months after the initial placement of an enterprise stent (enc453712/13471872) and heparin 7000u was administered by an intravenous injection. The quantity and type of coils is unknown. The outcome was then indicated as ¿resolved without sequelae.¿ there was no known product issue associated with the enterprise stent. There were no intra-procedure complications. Since the stent is implanted, it will not be returned.

Manufacturer narrative:
Lot# and catalog #were incorrect in the initial report and updated here. (B)(4). The DHR is still being reviewed and the results are pending. No conclusions are made yet at this time.

Manufacturer narrative:
(B)(4). This report is related to MFR. Report reference #1058196-2011-00165. It is being submitted as a separate report due to the nature of the new procedure performed on the same patient. The device history record is being reviewed and conclusions are being formulated. Additional information will be provided within 30 days of the review.